Manufacturer narrative:
A specific root cause could not be determined for this event. No product has been returned. No information is provided in the complaint that would point to a cause for the discrepant results. Since no product was returned, the investigation could not be completed. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4). The test strips are no longer available as the customer has used them up.

Event description:
The customer complained of erroneous glucose results for 1 patient on accu-chek inform ii meter with serial number (B)(4). The initial result from a finger stick test at 4:19 p.m. Was hi (result >33.3 mmol/l). The patient was tested by finger stick on a 2nd inform ii meter at 4:21 p.m. And the result was 7.5 mmol/l. The customer was questioning the result of hi. At 5:15 p.m., the patient was tested by finger stick on inform ii meter with serial number (B)(4) and the result was 10.7 mmol/l. The patient's right index finger was used for all of the tests. Quality controls were run on the test strips and both levels of control passed. No adverse event occurred. No intervention was necessary. The patient is in stable condition. Linearity tests were also performed with the test strips on inform ii meter with serial number (B)(4) and the results were with the acceptable range. The test strips were requested for investigation, however, the strips are no longer available since the customer has used them all up.